Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect b-hcg reagent, list 7k78-26, that has a similar us product distributed in the us, architect b-hcg reagent, list 6c21.a follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated b-hcg result for one patient sample. The sample generated an initial b-hch result of 4.87 miu/ml and repeat b-hcg results of 1131 miu/ml. The falsely elevated b-hcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.